Event description:
It was reported that an infection had occurred. The leads were removed. The atrial and ventricular pacing leads were returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, was analyzed and the inner insulation had breached metal ion oxidation. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic metal ion oxidation, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. (B)(4). The full lead was returned in segments, was analyzed and the outer insulation had breached environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed); the outer insulation was melted, had cosmetic metal ion oxidation, and cosmetic environmental stress cracking; the inner insulation had cosmetic metal ion oxidation and there was blood in/on the helix/lobe mechanism.